Event description:
Customer's mother reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 30 mg/dl. Customer's mother stated that reservoir compartment had bits of eraser in it. The current blood glucose reading is 312 mg/dl. Treated with manual injections and food. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.